Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced complications. The device was not returned for evaluation.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced pain, infection, pressure and incontinence at night. The device remains in the pt.